Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for routine follow up, device was noted to be in backup vvi mode. Programing changes were made to resolve the issue. No further information is available.